Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco lobectomy, at the first firing, the cartridge was connected with the handle, but the connection performed many times before starting to fire. When the surgeon attempted to fire, the handle was stiff and the knife did not advance, a new cartridge was used to complete the case. There was no patient injury.